Event description:
It is reported that the device was implanted in 2001, and that the pt was revised in 2007, due to the grommets failing.

Manufacturer narrative:
Evaluation summary: no product, surgical notes, or x-rays were returned. Pt height, weight, and activity level are unk. The exact cause for revision cannot be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is no suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.